Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743fa, serial # (B)(4), product type programmer, patient; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743fa, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient had not used or recharged their implant since about (B)(6) 2014. The patient was wondering if the implantable neurostimulator (ins) would leak inside of them. The ins had not worked since implant. The patient entire back was the problem; all they did was stimulated the lower back. The patient had not seen the healthcare provider (hcp) in a long time. The patient had given up on that hcp and was displeased with the device. It was noted that the patient could talk to the hcp to see if it was best that the patient have the ins removed or leave it in. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.